Event description:
It was reported that during an unknown procedure; it was observed that the device was suspected of delivery by parallel import. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 09/04/2025. D4: batch #unk. Additional information was requested, and the following was obtained: how was the product purchased? Tc medservice. Is there an indication of how the product was distributed? No. Is there any indication of the source? No. Based on the packaging, is there any indication of which market the original genuine product may have come from? No data. Was the device used on a patient? Yes. If so, was there any patient consequence? No ae. Is a photo available of the product? Already attached. Is the device available to be returned for evaluation? If so, please provide the status of the return sample and any available tracking information. Investigation summary: this is an analysis of the photos submitted for evaluation. During the visual analysis, the following was observed: the photos show a tyvek with the product code gst60b, lot # 30u13, exp. Date: 2026-12-31. A lot trace was performed on the lot provided, the suspect diversion is confirmed since according to a lot trace of lot 30u13 showed that this lot was not authorized to be sold to the account that reported the issue. Additionally, the 30u13 lot number which is not found in our quality tracking system. In addition, there are significant differences observed between the suspect packages and the authentic packages/artwork. The analysis performed determines that the suspect package is not authentic johnson & johnson product. Based on the photos reviewed, the counterfeit product and suspect diversion are confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/09/2025. Corrected data: investigation summary: this is an analysis of the photos submitted for evaluation. During the visual analysis, the following was observed: the photos show a tyvek with the product code gst60b, lot # t30u13, exp. Date: 2026-12-31. A lot trace was performed on the lot provided, and the lot number was not found in the quality tracking system. In addition, there are significant differences observed between the suspect packages and the authentic packages/artwork. The analysis performed determines that the suspect package is not authentic johnson & johnson product. Based on the photos reviewed, it was confirmed that the product is counterfeit.

Event description:
It was reported that during an unknown procedure, it was observed that the device was suspected of delivery by parallel import. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 09/04/2025. D4: batch #unk. Additional information was requested, and the following was obtained: how was the product purchased?tc medservice. Is there an indication of how the product was distributed? No. Is there any indication of the source? No. Based on the packaging, is there any indication of which market the original genuine product may have come from? No data. Was the device used on a patient? Yes. If so, was there any patient consequence? No ae. Is a photo available of the product? Is the device available to be returned for evaluation? If so, please provide the status of the return sample and any available tracking information. Investigation summary: this is an analysis of the photos submitted for evaluation. During the visual analysis, the following was observed: the photos show a tyvek with the product code gst60b, lot # 30u13, exp. Date: 2026-12-31. A lot trace was performed on the lot provided, the suspect diversion is confirmed since according to a lot trace of lot 30u13 showed that this lot was not authorized to be sold to the account that reported the issue. Additionally, the 30u13 lot number which is not found in our quality tracking system. In addition, there are significant differences observed between the suspect packages and the authentic packages/artwork. The analysis performed determines that the suspect package is not authentic johnson & johnson product. Based on the photos reviewed, the counterfeit product and suspect diversion are confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.